Event description:
It was reported that the patient implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No interventions were taken. The patient was in stable condition. Further information was requested but not received.